Manufacturer narrative:
(B)(4). Initial reporter name: first name of the reporter is unknown. (B)(6). The field service specialist (fss) inspected the signature system at the customer location and confirmed the reported issue. The surgery center was supplied with a loaner system. The account¿s phacoemulsification machine was sent out for repair. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that during treatment error 193 (fluidics subsystem failure) happened after phaco mode completed and shifted to irrigation/aspiration (I/a) mode on the sovereign compact console. It was reported that they re-started the system twice, but the system did not pass system test. The surgery stopped after lens fragmentation, the surgeon continued the surgery, next I/a step by manual. There was a patient involvement (one eye); however, it was reported that no vitrectomy was required. It was reported that surgeries for (2) patients were postponed. No further information was provided.

Manufacturer narrative:
Additional information: the field service specialist (fss) confirmed the error 193 (fluidics subsystem failure) in the system. The decision was made to purchase new system. All pertinent information available to abbott medical optics has been submitted.